Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Washout and exchange of liner and femoral head. Patient is an IV drug user.